Event description:
It was reported the patient experienced a loss of therapeutic effect. Since being recently re-implanted, there was trouble finding a setting for the patient to receive optimal relief. An x-ray of the lead was taken and was to be reviewed on the date of this call. It was stated, per the patient, that their cardiologist believed that the patient¿s pacemaker was interacting with the interstim device. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v379988, implanted: 2010-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).